Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. A patient's right occipital lead completely exposed was reported to abbott. Both occipital leads were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16440. It was reported the patient¿s right occipital lead was exposed. As a result, the patient underwent surgical intervention wherein both right and left occipital leads were explanted to address the issue. Reportedly, the issue resolved. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.